Manufacturer narrative:
(B)(4). Date sent: 12/21/2023. D4: batch # unk. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the 2b12lt device was returned inside its package unopened. The package was visually inspected and no anomalies or issues related to labeling were observed during the evaluation. In addition, the qr and barcodes were readable with the scanner. Although no conclusion could be reach on the cause of the reported event. Although no labelling defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot 397c01 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/22/2023. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that before device was used fir a procedure, the account could not scan barcode and the hospital could not accept it. There was no patient consequence reported. No additional information can be provided.